Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that traumacem v+ bone cement injectable had the provided evidence was not sufficient to confirm the reported event of unable to transfer, functionality issues cannot be evaluated through a photo investigation. The cement retain sample test was requested to osartis for the finished device (07.702.040s / 3a53571) and no deviations were found. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the traumacem v+ bone cement injectable would not contribute to the complained device issue. Based on the investigation findings, cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record (DHR) review conducted: part# 07.702.040s lot # 3a53571 manufacturing site: osartis gmbh supplier: (B)(4), release to warehouse date: 03 jan 2023 expiration date: 31 dec 2025 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 27, 2024 that the traumacem was mixed properly but would not advance out of the mixing tube. The blue handle would turn but would not advance the traumacem. The surgeon decided not to wait because one had already been burned. Eventually, the tech passed the mixing tube out of the field. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile this is report 1 of 1 for complaint (B)(4).